Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart leaked biohazardous fluid outside the instrument. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "user reported a problem with needle leakage that happens once in a while. The camera is working." Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No, dripping fluid. Is leaked liquid type known? Biohazardous or non-biohazardous? Yes, mostly sheath fluid but as it was dripping from arm below sip, where some residues of measured material might be present, we have to name it biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No, if cytometer users is using ppe (gloves) and follow lab safety procedures (disinfection of working surfaces) there is no risk for anyone.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 21-mar-2022. H.2 device return to manufacturer?: no. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25feb2021 to date 25feb2022. Complaint trend: there are 23 complaints related to the issue of a waste leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 25feb2021 to date 25feb2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-v33896201765-100051245-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument could not be determined. The customer had initially reported that the needle would occasionally leak. During the preventative maintenance of this instrument seen in wo-02351438, the fse (field service engineer) did not notice any issues with the needle nor any leakages. No parts were requested for evaluation as there were no parts replaced, and the instrument was functioning as expected with no further leakages. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 04dec2012. Defective part number: n/a. Case comments: (6/13/2022 12:42 am) new value: on 03/31/2022, an interim inspection of the instrument: wo-02351438 was performed, and no needle leakage was found. No needle leakage. The instrument works in accordance with the technical documentation. (6/13/2022 12:41 am) on 31/03/2022 was done pm on instrument: wo-02351438 and fse did not notice any issues with the dripping needle - there was no leakage. (2/25/2022 2:29 am) 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - user reported a problem with needle leakage that happens once in a while. The camera is working. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Item: 10. Sit ID/od flush. Function: 10.2 rinse biohazardous substances from sit. Potential failure mode: 10.2.1 sit not rinsed, sample remains on outside. Potential effect(s) of failure: 10.2.1.1 biohazard exposure. Potential cause(s)/mechanism(s) of failure: 10.2.1.1.3 valve failure. Current controls: 1. More reliable manifold style valves used in the fluidic. System. 2. Current feedback on valve control lines to detect valve failure. Recommended actions: astro reliability testing. Responsible party: ganesh subramanian. Target completion date: 3/1/2006. Actions taken: astro reliability testing complete. Met reliability goal without failure; reference: bd bioscience wetcart, and cytometer manifold and valve testing protocol for canto b. Severity: 9. Occurrence: 2. Detection: 5. Rpn: 90. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. During the preventative maintenance performed on this instrument, wo- 02351438, the fse was unable to confirm any issues with a dripping needle. The instrument was functioning as expected with no leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart leaked biohazardous fluid outside the instrument. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "user reported a problem with needle leakage that happens once in a while. The camera is working." 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No, dripping fluid. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Yes, mostly sheath fluid but as it was dripping from arm below sip, where some residues of measured material might be present, we have to name it biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No, if cytometer users is using ppe (gloves) and follow lab safety procedures (disinfection of working surfaces) there is no risk for anyone.